Event description:
It was reported that the patient was not getting adequate pain relief. The patient came in for a dye study but fluoroscopy revealed the suture-less connector was not attached to the pump. At explant, the catheter broke and the tip remained in the spine. A new pump and catheter were implanted. There was no reported injury and the patient outcome was noted as recovered without sequela. The pump was used to deliver diluadid.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n192418019, implanted on: (B)(6) 2009, explanted on: (B)(6) 2012. (B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the partial catheter received revealed a broken catheter body. Regarding the sc connector, there was a possible poor connection to the pump causing leak or detachment. Also an indent down in the sc connector seal was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).